Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was not cultured/tested. The channels were precleaned/flushed with aniosyme x3 detergent. There was an aspiration of water through the instrument/suction channel as well. The aer used was a soluscope 4 along with soluscope cln detergent and soluscope paa disinfectant. The customer stored the scope in soluscope cabinet with drying function. The maintenance/repair of the scope was performed by olympus. The scope was not sterilized. After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels, and the distal end of the scope were cultured. The channels tested positive for two (2) cfus of gram-positive bacteria and micrococcaceae. The distal end tested positive for two (2) cfus of micrococcaceae. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, on (B)(6) 2021, the channels on the evis exera duodenovideoscope tested positive for twenty-six (26) colony forming units (cfus) of microorganisms and the distal end tested positive for two (2) cfu¿s. On (B)(6) 2021, the scope was cultured again. The channels tested positive for eight (8) cfus of microorganisms and the distal end tested positive for less than one (1) cfu. There was no contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. Multiple defects were noted including: distal end parts fell off, bending section rubber glue lifted, switch rubber perforated, insufficient angulation. Preventive maintenance: charged coupled device unit cable . However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.